Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to drain the biliary tract by inserting zso-7-12. In the process of unfolding the pigtail with a straightener to pass the zso-7-12 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part was bent and the wire did not pass (pr (B)(4)). So they tried to use the new zso-7-12 but this product was also bent too (additional complaint created). So, they used the new zso-7-12. (Additional complaint created) additional information received 17-aug-2021: the kink occurred when straightening the pigtail with a straightener this file will capture user error of the incorrect wire guide size used with the initial device. (Pr (B)(4)). Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted as on 07-oct-21, confirmed that kink was observed prior to patient contact. F code updated.

Manufacturer narrative:
The zso-7-12 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-12 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zso-7-12 devices. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is evidence to suggest the user did not follow the IFU. A definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. The complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.